Event description:
It was reported that a patient underwent a gynecoloical procedure on (B)(6) 2013. During the procedure, the blade stopped cutting. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00749. The same patient is represented in each medwatch.